Event description:
It was reported that the lead was capped and replaced due to noise. No lead anomalies were visible on the lead. The patient was fine after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.